Event description:
A pt reported blood glucose results of "361 mg/dl, 221 mg/dl, and 252 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being repplaced.